Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that button was stuck. Blood glucose was unknown. Troubleshooting was performed. Customer stated they did not press a button down for 3 minutes or longer. Customer also reported that insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.